Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer found air bubbles in their reservoir compartment of their insulin pump. The patient's blood glucose level was at 134 mg/dl. The customer was assisted with trouble shooting and was advised that the reservoir and infusion sets needed to be changed. The customer changed the sets and was advised to monitor the pump for any further issues. No further assistance needed.